Event description:
It was reported that during a follow up visit, there were noise reversion episodes possibly due to noise on the atrial lead. The patient was asymptomatic. The device was reprogrammed to resolve the issue. The patient was stable.